Manufacturer narrative:
There was no button error alarms noted. The intermittent button response was due to moisture damage keypad traces. The lcd window had minor scratches. There was a cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip, and there was no moisture damage found in the electric assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the device was exposed to rain. Troubleshooting was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.